Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging they get "a loading screen hourglass in menus of the meter. About 15 seconds then loads next screen . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.